Event description:
It was reported that during a laparoscopic cholecystectomy the jaws of the device were misaligned. The device produced malformed clips. There was no patient consequence. The case was completed with the same like device.